Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the implant"), device breakage ("fracturing of the implant"), pregnancy with contraceptive device ("miscarriage"), abortion spontaneous ("miscarriage") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea") and dyspareunia ("dyspareunia"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (total hysterectomy with bilateral salpingectomy to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, device breakage, pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea and dyspareunia outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, device breakage, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. Diagnostic results: on (B)(6) 2016, cervix: no significant pathologic abnormalities. Endometrium: secretory phase, no malignancy identified. Myometrium: no significant pathologic abnormalities. Bilateral fallopian tubes: benign paratubal cyst. No malignancy identified. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical record received. New events added- abnormal bleeding (vaginal, menorrhagia), dysmenorrhea and dyspareunia. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the implant / migration of essure device location of device: uterus wall"), device breakage ("fracturing of the implant / device breakage one coil fractured "), embedded device ("the right was outsides of my tubes in embedded in my uterus wall"), pregnancy with contraceptive device ("miscarriage"), abortion spontaneous ("miscarriage") and genital haemorrhage ("abnormal bleeding") in a 26-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test" and device ineffective "device ineffective". The patient's medical history included body mass index normal. Concurrent conditions included multigravida and parity 3 ((B)(6) 2009). On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping) / painful cycles"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required), 7 years 9 months after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain") and abdominal pain upper ("pain in my stomach") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, device breakage, embedded device, pregnancy with contraceptive device, abortion spontaneous, pelvic pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, vaginal discharge, weight increased and abdominal pain upper outcome was unknown and the genital haemorrhage, vaginal haemorrhage, menorrhagia, fatigue and abdominal pain had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain upper, abortion spontaneous, device breakage, device dislocation, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. On (B)(6) 2016, cervix: no significant pathologic abnormalities. Endometrium: secretory phase, no malignancy identified. Myometrium: no significant pathologic abnormalities. Bilateral fallopian tubes: benign paratubal cyst. No malignancy identified. Most recent follow-up information incorporated above includes: on 11-feb-2019: plaintiff fact sheet received. Events added from pfs- apareunia (inability to have sexual intercourse), vaginal discharge, fatigue, weight gain / loss specify which one: weight gain, abdominal pain, pain in my stomach, the right was outsides of my tubes in embedded in my uterus wall, did not undergo confirmation test. Outcome of event genital haemorrhage, menorrhagia, vaginal haemorrhage were updated. Onset date of event updated. Medical history, aka name were added. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the implant"), device breakage ("fracturing of the implant"), pregnancy with contraceptive device ("miscarriage"), abortion spontaneous ("miscarriage") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant) and pelvic pain ("pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, device breakage, pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage and pelvic pain outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, device breakage, device dislocation, genital haemorrhage, pelvic pain and pregnancy with contraceptive device to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.